Event description:
Health professional reported that after injection of a patient in the mid cheeks with .25ml juvederm ultra plus xc, that three days later the patient noticed a lump at the side of the nose on the right hand side only. The patient massaged the lump having "looked this up on the internet" and believing it to be product migration. Approximately three days later the patient visited the clinic for review. The lump was reported as approximately 1.5cm in diameter, firm and there was redness. The lump was not painful but started to throb when the nurse pressed on it in examination. The patient was otherwise well and not showing signs of systemic infection. Additional information obtained from the reporter. Patient had prior history of dermal fillers without complaint, including two instances of product skin testing within the prior year. Patient received broad band light treatment and topical ice prior to injection. The erythema and induration were located on the right medial cheek. The lump was near the injection site but not directly at it. The induration was much larger than the amount of product injected. The patient's general physician prescribed oral antibiotic therapy both to hasten the resolution of symptoms and prevent the symptoms worsening and the physician felt the symptoms were probably related to the product. This treatment was reported to be effective in treating the symptoms.

Manufacturer narrative:
(B)(4). Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.